Event description:
It was reported the ems was used during a lapraroscopic hernia repair. It was reported by the affiliate the device was not firing staples (mechanism jammed). There was no consequence to the pt.

Manufacturer narrative:
D6; h2,3,6; g4: added add'l info. D5; h4: info not available. The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: head rotates, yes; nose shroud cracked/broken, yes both sides; staples in nose, yes(1)inverted (3; staples in the track, yes(12) and trigger engaged with precock, yes. Functional tests & results: cycled instrument, no. Analysis conclusion: based upon the inquiry info rec'd and the visual examination, it was concluded that the reported event during surgery occurred due to a partially yielded cartridge nose weld and to four staples jammed in the nose. The instrument was rec's with a partially yielded nose weld which would not allow the following staples to properly feed into the nose to fire. No conclusion ould be reached if the yielded nose weld caused the staples to become jammed in the norse or if the staples jammed in the nose caused the nose weld to yield.